Manufacturer narrative:
Lo, t.-s., pue, l. B., tan, y. L., khanuengkitkong, s. And krishna dass, a. (2013), delayed intravesical mesh erosion in a midurethral sling following further mesh-augmented pelvic prolapse surgery. Journal of obstetrics and gynaecology research. Doi: 10.1111/jog.12239. Implanted in ~2004; apogee implanted in ~2004.

Event description:
Related to MFR report numbers: 2183959-2014-00024 & 2183959-2014-00025. It was reported via journal article that delayed mesh erosion in a midurethral sling following further mesh-augmented pelvic prolapse surgery occurred. Post sling implantation, a female patient had a perigee and apogee mesh implanted. Regular follow-up examinations occurred at 6-month intervals and the patient reported a marked improvement in quality of life. A year after the surgery, a 1 hour pad test (1.0g) and urodynamic tests were performed which showed neither urine leakage nor bladder outlet obstruction. An ultrasonographic examination showed both suburethral sling and submucosal perigee mesh. Four years later, the patient presented with suprapubic pain, increased urinary frequency, urinary urgency, dysuria, and hematuria; these symptoms were treated as recurrent urinary tract infection. An ultrasonographic examination revealed a well-placed submucosal echogenic mesh beneath the bladder, representing the perigee mesh, and a j-shaped echogenic tape piece with the tip penetrating the bladder at the trigon area (about 1 cm away from the bladder neck), indicating intravesical mesh erosion. The entire protrusion of the mesh was removed surgically via vaginal route; the protrusion proved to be the suburethral portion of the midurethral sling. After successful repair of the bladder, cystoscopy showed no remaining intravesical mesh filaments. As observed by repeated cystoscopic and ultrasonographic follow-up, the patient has remained symptom-free and continent, 1 year after the tape excision. Urodynamic evaluation 6 months post-tape excision was normal. It was noted that repeated cystoscopic examination immediately following the second surgery confirmed the integrity of the bladder and no intravesical mesh erosion was seen. During the removal of the extruded mesh and repair of the bladder, the excised mesh was confirmed to be a part of a strip-like mesh (i.e., a suburethral sling). In this case, the authors noted, prolapse surgery could have affected the preexisting midurethral slings and may either have contributed to or increased its risk of erosion or exposure many years later. No additional patient complications have been reported in relation to this event.